Manufacturer narrative:
Unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer. (B)(4).

Event description:
Svn: (B)(4). Start date of the sensor. Start hour of the sensor. Sensor start missing reason: does not know. Location of sensor insertion: arm/thigh. Date of sensor alert. Hour of sensor alert. Sensor alert missing reason: does not know. Complaints text (B)(6) 2020 11:31:17 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2020 11:25:25 pluchk2 inquired what led up to the complaint. Customer response: pt reports skin irritation from oval tapes on her sensors on her arm and thigh site issues - sensor (guardian sensor 3) per (B)(4). Location, size and shape of site issue: arm and thigh. Description of the site issue: irritation during 1st day of use. Customer has the had site issue for: did not say. Customer does wash hands and clean site prior to set change. Customer cleans the site with: alcohol. Customer does avoid touching connecting parts of the sensor or site location after cleaning site. Customer does change sensor within product specifications. Customer does not use alternative tapes. Inquired if site issue is under sensor adhesive or other tape. Found: oval tape. Timing of event: during wear. Inquired if customer cleans xmtr between each use. Found: unk. Inquired what customer uses to clean xmtr. Found: unk. Customer reports sensor is located away from irritants. Customer is inserting sensor properly. Recommended customer speak to their hcp about alternate insertion sites. Customer states pain is not during insertion. Customer reports that they did not receive medical treatment as a result of the site issue. No tape kits in stock. Sending 2 types of tapes and one liquid barrier for pt to try. Adv do not insert sensor through liquid barrier. Customer's outcome pertaining to the complaint: send samples. Ship: 2 sample tape types and one sample liquid barrier. /return: nothing. Complaints text (B)(6) 2020 10:59:23 pluchk2 inquired what led up to the complaint. Customer response: ring is off. Pt thinks its locking. Stopped using pump last night when she noticed this. Ring was hanging on her tubing. Notes that clip will not stay on either. Bumped/dropped/cosmetic damage t/s per (B)(4). Item - 'advise customer to disconnect from the pump' reason not completed - pt is already disconnected fr pump system.. Customer states the pump has neither been bumped nor dropped. Customer states the pump does show signs of physical damage. Type of damage is: res lip ring is off/ clip wont stay on. Damage occurred: unsure how. Location of the damage is: res lip ring. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: yes did damage occur while using a silicone case: yes adv courtesy silicone case will be shipped. Is reservoir able to lock in place when inserted into pump: yes adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: rpl pump in warranty; send clip and case ship: pump/purple case/clip/return: pump (B)(4), complaints text (B)(6) 2020 06:50:03 (B)(4) completed 1st attempt to contact cust to discuss pump repl for ngp retainer ring safety notice. Left vm and my ext for cust to call back to discuss replacement. Note ¿ if cust calls back, please complete troubleshooting for damage, confirm if reservoir can lock into place on the pump, and proceed with repl as needed. Complaints text (B)(6) 2020 04:46:21 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2020 04:35:07 riverl41 creating initial complaint report from webform entry to request a repl pump for the ngp retainer ring safety notice. Cust reported on form that pump.